Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova"s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had back to back seizure after removed from their medication. Patient wants their device explanted as a result. Per the physician a majority of these seizures were psychogenic. No other relevant information has been received to date.

Event description:
Information was received that the cause of the patient's non epileptic seizures is external factors (not vns)-psychogenic. Patient's device diagnostics were reported to be normal.

Event description:
It was reported that the patient had their device explanted. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The device had undergone product analysis testing. Were no performance, or any other type of adverse conditions found with the pulse generator. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. No other relevant information has been received to date.